Event description:
It was reported that the patient presented with (B)(6) recording last charge time listed as - na -. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.